Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, deflation issues occurred. Vascular access was obtained via the radial artery. The target lesion was located the non- tortuous and 3.5mm in diameter left anterior descending artery. The 3.00mm x 15mm apex balloon catheter was used for predilation. The balloon was noticed to deflate very slowly for a few times. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention, deflation issues occurred. Vascular access was obtained via the radial artery. The target lesion was located the non- tortuous and 3.5mm in diameter left anterior descending artery. The 3.00mm x 15mm apex¿ balloon catheter was used for predilation. The balloon was noticed to deflate very slowly for a few times. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correction: the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu, not unconfirmed as previously reported. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, deflation issues occurred. Vascular access was obtained via the radial artery. The target lesion was located the non- tortuous and 3.5mm in diameter left anterior descending artery. The 3.00mm x 15mm apex balloon catheter was used for predilation. The balloon was noticed to deflate very slowly for a few times. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The apex catheter was received inside an apex shelf box that matched the information on the device. The balloon was deflated, as-received. There was dried contrast in the balloon and inflation lumen. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter (od) of the proximal balloon bond was measured with a calibrated snap gauge and meets the specification. The catheter was soaked in a warm water bath to dissolve solidified contrast in the inflation lumen. A .014" guidewire was inserted into the tip and advanced through the lumen. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp for with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated in 7 seconds which is within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).